Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a balloon catheter met resistance during advancement and removal over the versaturn guide wire. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a lesion in the distal left anterior descending (lad) artery. The versaturn guide wire was advanced and a balloon catheter was advanced over the guide wire however became stuck on the distal end of the guide wire and could not be retracted. After multiple angle rotations and gentle retraction, the balloon and guidewire were withdrawn together. A new guidewire was then used to re-enter the coronary artery and complete the surgery. Bleeding was noted at the access site therefore manual compression was used to stop the bleeding. Per the physician, the versaturn guide wire did not cause or contribute to the bleeding. Although there was a report delay in the procedure, there were no adverse patient effects therefore the delay is not considered clinically significant. No additional information was provided.